Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when using the spectrum pump that lipids have been backing up into total parenteral nutrition (tpn) tubing during therapy (dose, programmed amount and delivery rate unknown) in the neonatal intensive care unit. It was also reported that this appears to be happening when cycling 'pauses' occur. There was no known patient injury or medical intervention associated with this event. No additional information is available.